Event description:
I believe that dexcom, a medical supply manufacturer that is situated in sandiego, california, is not providing the appropriate support services to its customer for its sensors. They created a policy last year where if your sensor fall off, they will replace three of those sensors in twelve months. I started on the g7 sensor august 5th and have had two sensors fall off and one quit taking glucose readings. That would mean that in the next 11 months I would I would have access to one more "courtesy replacement" from the sensor falling off from the manufacturer. When they will not give me access to another sensor, I will have to return to using my glucometer for ten days for each time my sensor falls off after three in twelve months. A year ago, dexcom would replace a sensor for any reason, whether it fell off or quit working. I have spoken to my endocrinologist, medical equipment supplier, medicare and none of these healthcare providers of sorts will be able to give me a sensor. Dexcom has created a problem where their customers will have two revert to using their glucometer which has no function to their pumps, like giving me insulin when my blood sugar is high as my pump does with real tine readings from the sensor. This will affect every customers' health and health care that they have. Dexcom's customers aren't given an opportunity to get a sensor anywhere else and all their customers will be affected by this policy. Ref report: mw5159188.